Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for a device check and diaphragmatic stimulation was observed. The patient noted they had experienced diaphragmatic stimulation since implant of the left ventricular (lv) lead two years prior, however, did not report it to the clinic. The nurse attempted to reprogram the lv lead to alleviate the stimulation to no avail. After review with the physician, it was decided to program the lv lead off. The lv lead remains in-situ. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.